Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was above 600 mg/dl. The customer delivered a bolus and administered manual injections. Reportedly, the customer changed all supplies to resolve the occlusion. As the customer did not contact tandem technical support at the time of the issue, troubleshooting was unable to be performed.